Event description:
It was reported via medwatch mw5084800 that the wire broke off and was snared from the patinet. A .038 j-tip wire accustick ii was used in a left percutaneous nephrolithotomy placement procedure. During procedure, the wire of the accustik ii broke off inside the patient. The wire was then retrieved using a snare and no additional monitoring needed. No further patient complications reported. It was further reported that there were no device fragments left in the patient's body and the patient was stable.

Event description:
It was reported via medwatch mw5084800 that the wire broke off and was snared from the patient. A .038 j-tip wire accustick ii was used in a left percutaneous nephrolithotomy placement procedure. During procedure, the wire of the accustik ii broke off inside the patient. The wire was then retrieved using a snare and no additional monitoring needed. No further patient complications reported.